Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose. The customer states that they tried to pull off the paper backing on the infusion sets, but the set came apart completely. The customer states they blood glucose levels have gone into the 50mg/dl. The customer declined to troubleshoot. The customer states they will be calling back when infusion set is on hand.